Event description:
A customer in (B)(6) notified biomérieux of a false susceptible result associated with vitek® ast-p586 test kit (reference 22276). The customer reported inconsistent enterococcus faecium results. The mic for ampicillin was less than or equal to 2 (susceptible) while imipenem was given with mic greater than or equal to 16 (resistant). Ampicillin agar disk diffusion was tested, and the result was resistant. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This investigation was initiated due to a false susceptible (s) ampicillin (am) result for enterococcus faecium on the vitek® 2 v7.01 ast-p586 card. The customer submitted the isolate for evaluation. Identification of the submitted organism was confirmed, and testing included one card from the customer lot (3660529403 called cl) of ast-p586 cards, as well as one card from a random lot (3660524103 called rl). The reference method used for the development of the incriminated drug was performed in parallel of vitek 2 testing : agar dilution (ad), which was the method used for ampicillin development (am01n) : am mic = 4 mg/l s. On vitek 2 v7.01 ast-p586 cards (advanced expert system (aes) parameters : eucast + phenotypic) : the susceptible am value (</= 2 mg/l s) on both lots is within essential agreement with the reference mic (ad - 4 mg/l s) without category error. Susceptible customer result is reproduced in-house on ast-p586 . Cards performed as intended and no further action is required.